Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) to treat a compression fracture at t11. Immediately post-op, the patient was reportedly doing well and was discharged five days later. According to the report, 29 days post-operatively the patient arrived at the emergency department by ambulance due to fever. The physician suspected infection and antibiotics were immediately administered to the patient. The c-reactive protein (crp) was 6.72 at the time. Eight days after rehospitalization, the patient reported severe pain, an inability to sit, and difficulty turning over. The crp was 1.0, and the fever continued at around 37 degrees. The physician commented that "there appears to be infection on the surrounding the cement according to MRI". No other patient complications were reported. The type of cement used in this case was not reported.

Manufacturer narrative:
Although it is unknown if a medtronic device contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.